Event description:
It was reported that the pump's quick bolus/wake button was difficult to press, requiring multiple attempts to activate the screen. There was no adverse impact on the customer¿s blood glucose level. Technical support instructed the customer on how to press the button more effectively. Customer reverted to an alternate method of insulin delivery.